Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion issue event on (B)(6) 2026. Blockage is in the tubing. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.